Event description:
Regulatory affairs received a summons via certified mail: during a ureteroscopy procedure, the dr had difficulty removing the ureteroscope. When he was able to, the black lining/insulation came off the distal end of the ureteroscope. The procedure was converted to an open procedure of the right kidney to search for the lining. At that time, they found a laceration of the pelvis and repaired it. The pt was hospitalized for 8 days. Two days after discharge, the pt was checked into ER, and a cat scan revealed bilateral pulmonary emboli and an interior vena cava filter was placed.